Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a sensor error alarm and a calibration error alarm. The customer's blood glucose was 148 mg/dl at the time of incident. The customer mentioned that the sensor was dropped and the sensor broke. Troubleshooting found no alarms after performing find lost sensor. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Reliability analysis inspected one random opened/used partial enlite sensor. Performed continuity resistance test and the sensor passed per specifications. Performed the bicarbonate buffer test and the sensor passed with accurate readings. Found one of two needles separated from the sensor base. Missing one needle. Unable to confirm the customer complaint due to the product being returned opened/used. Also found cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.